Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer was reminded to wipe the scope contacts with an alcohol wipe when the error occurs and to always turn off the light source when plugging in the scope. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed b30 scope communication error during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 corrected fields: d10 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure was not confirmed a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.